Manufacturer narrative:
The complaint of leakage and no flow on the 142550489 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact information precious walker- medline industries complaint coordinator (B)(6).

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch on an unknown date. It was reported the primary set with the 0.2 micron filter was leaking, the concern are all the same, proximal occlusion a, proximal occlusion b, distal occlusion, air in the line but unable to back prime. There was no report of harm.